Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
This pi is for the revision on (B)(6) 2022. As reported: "patient is status post right knee revision due to infection. Explants are included on original usage sheet. All were removed except for size 5/13 ts insert which was removed on (B)(6) 2022,